Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm off no power. Customer's blood glucose at time of incident was 224 mg/dl. Th customer was advised to monitor pump. The customer reported via phone call indicating that the insulin pump alarm low battery and failed battery test. Customer's blood glucose at time of incident was 259 mg/dl. The customer was advised to insert new aaa alkaline battery. The customer was advised to ensure the battery is securely fastened and battery slot is aligned horizontally with pump. Customer received failed battery test. The customer was advised monitor pump and we ship a replacement battery cap.